Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a sporadic electric shock like sensation radiating from the back into the legs after passing through security scanners multiple times. It was also reported that the patient experienced pain and muscle spasm extending from the lower back to the toes. The patient requested to meet with a boston scientific representative for device evaluation.